Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. In addition, as per information received on the irc two channels were extra cochlea since initial implantation. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
After the patient banged his head against the wall he no longer had any hearing sensations with the device. The patient was re-implanted. During device removal it was seen that the housing was slightly rocked.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After the patient banged his head against the wall he has no hearing sensations with the device.